Event description:
The surgeon attempted to implant a lens, however upon insertion the lens split. The lens was inserted and removed in the same surgery with no patient injury. No info has been forthcoming.